Event description:
It was reported by the customer that the charge pak, low power and service icons were displayed and the device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not duplicated. The root cause of the reported failure was not determined. The customer received a replacement device.